Event description:
It is reported that the tibial component was implanted in 2004, pt was revised due to loosening.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the articular surface exhibits significant pitting on the condyles. The inferior surface exhibits backside wear consistent with the presence of a third body. The tibial plate shows scratching on both the superior and inferior surfaces. The rotational pattern of scratches on superior surface suggests that a third body was present between the tibial plate and the articular surface resulting in wear. Some scratches on the inferior surface appear to exhibit small angle rotations which is consistent with the report that the component was not well-fixed in cement. No bone cement residue appears on the inferior surface of the plate. Tibial plate loosening can be influenced by multiple factors including, but not limited to, pt anatomy, weight, activity, bone quality, implant size, surgical technique, and rehabilitation program. Therefore, without further info, a definite cause cannot be determined at this time. Eval: dimensions taken are within spec. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated.